Manufacturer narrative:
(B)(4). Date sent: 02/03/2023. D4: batch # u5c92f. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25a device arrived with no apparent damage, with the breakaway washer uncut and without marks, and there were staples present. Further analysis of the device showed that the trocar was damaged. The anvil was attached to the device and it was difficult to remove. No functional test was performed due the condition of trocar. No conclusion could be reached as to how the trocar became damaged. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: insert the device up to the closed lumen with the anvil removed and the trocar fully retracted. Fully extend the trocar and pierce tissue by gently rotating the instrument while holding the adjusting knob. Push the tissue down until the orange tying area is visible. Reattach the anvil by sliding the anvil shaft over the trocar and pushing until the anvil snaps into its fully seated position. A manufacturing record evaluation was performed for the finished device batch number u5c92f, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot u4092a, and no non-conformances were identified. Per photographic evaluation: this is an analysis of three photos submitted for evaluation. The first photo shows a label on the box with lot # u4092a, expiration date 2025-03-31. The second photo shows a package from the top view with product code cdh25a. The third photo shows a device on the blister from top view with the safety engaged and the trocar extended and no apparent damage. Based on the photos the event described cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, the device didn¿t fire during the case. The procedure was delayed but completed successfully. There were no patient consequences reported.